Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507652 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that there was a sensing issue on the atrial lead as noted by the absence of an atrial event followed by a ventricular pace. Reprogramming of the device was done and the lead remains in use. No patient complications have been reported as a result of this event.